Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. The actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Investigation summary: the device was received and evaluated. Visual inspection of the device revealed that it was not received in its original packaging. The tip was in a used condition. The suction tube had saline residues. The shaft, handle, cable, and plug did not show any signs of damage. A functional test was performed by connecting the device to a test generator, as a result, it was found that the hand controls worked as intended. The electrode will be sent to the manufacturer for further evaluation. A visual inspection of the device was performed by the manufacturer; as a result, the device was not returned in the original packaging. The tip was in a used condition with tissue debris around the active tip. The suction tube had saline residues visible. There was saline residue around the proximal edge of the rubber switch boot. No other points of interest were noted. The device successfully passed all the electrical and functional tests without issue, with all buttons functioning as expected. Removal of the rubber switch boot revealed saline residue on the inside surface of the boot, however, no visual deterioration of the switches or pcb. A DHR review has been performed for the complaint device lot number u2404042. No issues (ncrs or deviations) with the manufacturing process have been identified which could attribute to the complaint in question. Based on a review of the investigation findings no correction action has been implemented. The customer stated that 'the button got stuck and stayed continuously. The plug was then pulled out and re-inserted with exactly the same result'. Visual inspection recorded that there was saline residue around the proximal edge of the rubber switch boot. No other points of interest were noted. The device successfully passed all the electrical and functional tests without issue, with all buttons functioning as expected. Removal of the rubber switch boot revealed saline residue on the inside surface of the boot however, no visual deterioration of the switches or pcb. From our investigation we were unable to confirm the customer reported functional problem that the complaint device button got stuck and stayed on continuously. Testing shows the returned device was immediately recognized and found to pass electrical testing and functional testing. Activation was found to be consistent with all buttons functioning as expected. Visual observation did not reveal any deterioration of the internal switches or pcb which could have contributed to the reported event. The returned complaint device was found to meet the manufacturers specification and perform as expected; therefore, no further investigation is possible regarding the returned complaint device. The root cause of the customer reported issue could not be determined. The overall complaint was unconfirmed as the observed condition of the vapr tripolar 90 suction elect would not have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. E1: the reporter¿s phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI:(B)(4).

Event description:
It was reported from netherlands that during a rotator cuff repair procedure, it was discovered that the button on the vapr tripolar 90 suction electrode device became stuck and remained continuously on. According to the reporter, the doctor was removing soft tissue using the yellow ablation button on the electrode. However, when the button was released, the ablation did not stop. The plug was pulled out and reinserted, but the ablation resumed without pressing any button. The generator was then switched off and the plug pulled out again. After restarting the generator and reconnecting the electrode, it initially remained inactive. However, once the yellow button was pressed again, the ablation continued even after releasing the button. The foot pedal was not in use. Replacing the electrode with a new one resolved the issue, and it functioned correctly. There was five-minute delay to the surgical procedure. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2024. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.